Manufacturer narrative:
Complaint number: (B)(4). The most likely reason for de-capping a tube is the use of a non compatible tube holder and therefore the cap gets stuck in the holder. At the moment it is not clear which tube holder was used in combination with 450081 safety blood collection set with luer adapter and the affected tube. As there is no batch number for 450081, further analysis is not possible. In regards to the affected tube (456084), check of manufacturing and quality control documentation did not show any deviations related to the reported issue. Requested samples of affected tube has not yet been provided for further investigation and testing. Check of documentation for affected tube (456084) did not show any deviation. No similar complaints to this batch nor to any other batch of the affected tube.

Event description:
The cap of the tube 456084 (lot in the report) remained in the holder thus letting the blood coming out of tube. Description of the customer: "after taking blood samples, the tube exploded contaminating the nurse with the patient's blood."